Manufacturer narrative:
Additional information: h3, h6, h11. A visual inspection and dimensional analysis were performed on the returned device. The reported oversized guide wire was not confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure to advance appears to be related to operational context. The guide wire was returned with biological material accumulated on the spring tip. The accumulation may have contributed to the failure to advance the guide wire. Analysis did not identify any other damage or abnormalities on the guide wire or spring tip that could have contributed to the reported complaint. There was based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during procedure to treat posterior tibial artery (pt) the viperwire advance peripheral guide wire could not be advanced through the 5f x 45 cm sheath via femoral artery access. They were exchanging the viperwire with a non-abbott micro catheter but it could not go through the lumen of the micro catheter. The physician believed the viperwire felt larger. No difficulty was encountered during advancement of other devices into the lesion. The viperwire was replaced to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that during procedure to treat posterior tibial artery (pt) the viperwire advance peripheral guide wire could not be advanced through the 5f x 45 cm sheath via femoral artery access. They were exchanging the viperwire with a non-abbott micro catheter but it could not go through the lumen of the micro catheter. The physician believed the viperwire felt larger. No difficulty was encountered during advancement of other devices into the lesion. The viperwire was replaced to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.